Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The buttons on the insulin pump were intermittently responding, due to moisture damage on keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.(B)(4)